Manufacturer narrative:
(B)(4). Corrected data: type of reportable event: not reportable. Additional information was requested and the following was obtained: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? How was the procedure completed? Were there any patient consequences? Response: customer said they think it was patient factors and not stapler that had issue. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2018) is known. (B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If possible, can you please follow-up with the appropriate personnel to determine answers to the following questions: what were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? How was the procedure completed? Were there any patient consequences?

Event description:
It was reported that surgeon mentioned to me that his colleague had an improperly formed anastomosis with the cdh stapler a month or two ago. There were no patient consequences reported.